Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported during a battery replacement procedure, due to normal battery depletion, high impedance was seen when system diagnostics were performed. Troubleshooting involved wiping off the connector pin#: 38; re-inserting it in the generator several times, however the high impedance still persisted despite visual confirmation that the pin was fully inserted. When the lead was re-connected to the old generator, the impedance was within normal limits. A test resistor was used on the new generator and high lead impedance was seen again. A second generator was then opened and connected to the patient's lead, which showed normal impedance and was subsequently implanted. Because of this, the patient's surgery was extended by an hour. The suspect device was received but product analysis is still underway. Device history records were reviewed for the suspect device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Analysis on the suspect device was completed. No other relevant information has been received to date.